Event description:
It was reported that the ilet connector at the top of the pump was broken and the user could not twist the connector to change supplies, with an image confirming the top of the connector was broken off. Symptoms included no adverse clinical effects. Outcomes included no reported impact on health or need for medical care. Investigation included user interview and review of provided imagery. Investigation of this case revealed a mechanical break of the pump¿s connector consistent with device component damage preventing disconnection. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the connector.